Event description:
It was reported that a broken or detached sensor wire occurred. The sensor was inserted into the back of the right shoulder, which is off label usage of the device, on (B)(6) 2022. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).